Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2018, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, the proximal portion of the trunk-ipsilateral leg component was deployed just distal to the lowest (right) renal artery. The ipsilateral leg was reportedly pushed proximally about 2 cm upon deployment, and its distal end was landed at the proximal origin of the left internal iliac artery. After all endoprostheses had been deployed, procedural imaging reportedly revealed that both renal arteries were unintentionally covered by the trunk-ipsilateral leg component. The physician reported that pushing the ipsilateral leg proximally may have caused the unintentional movement of the trunk. Pull-through wire technique was applied from one femoral artery to the other through the flow divider of trunk-ipsilateral leg component, and the physician was able to successfully pull the device distally to the intended position. Patency of the renal arteries was restored, and the procedure was completed without any further reported complications. The patient tolerated the procedure.